Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form has been received "custom proximal ulna required to replace present custom ulna due to fracture of ulna".

Event description:
A patient specific prescription form has been received "custom proximal ulna required to replace present custom ulna due to fracture of ulna"

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a patient specific, proximal ulna replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific proximal ulna replacement which was inserted on (B)(6) 2011. The surgeon reported fracture of the ulna. The CT image provided shows that the ulna bone was fractured at the distal of the ulna stem, which confirms the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured with no reported relevant discrepancies. Complaint history review: there has been one other event for the same patient / pin referenced (FDA ref 3004105610-2021-00087; submitted 11jun2021) where there was a periprosthetic fracture of the humeral bone. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.